Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear locked position and was cut open at the distal tip. The collagen was returned with the device. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the patient underwent percutaneous intra-arterial balloon dilation surgery. During the surgery, the angio-seal device involved was used for suture. The lower limb artery was cut open to remove the thrombus. The puncture site was the right thigh with a 6f femoral artery sheath. The blood vessel was blocked after removing the thrombus, to preform angio-seal hemostasis. The operator did not see any wires coming out during the operation, and the transparent collagen clasp at the head end was broken in the body. The puncture opening was not sewn, and bleeding still occurred. Finally, the bleeding was stopped by pressing. The surgeon cut open the angio-seal to check if the green lines inside the angio-seal was still intact and confirm that they were not left in the patient's body. The blood loss was less than 250cc's. The patient was not injured during the event and surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 15nov2023: the patient was stable. A pre-deployment angiogram was performed. There was no stenosis, plaque, calcium present around the insertion site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: (B)(6). A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.